Event description:
There was an allegation of questionable ise sodium electrode results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 152 mmol/l. The repeated result was 137 mmol/l. The results were reported outside the laboratory and were questioned by the patient's doctor. It is unknown which result was believed to be correct.

Manufacturer narrative:
The electrode lot number is t9172. The expiration date was not provided. The field service representative found the sample probe was out of adjustment. He checked the probe adjustments, gear pump pressure, and fluidic components. He cleaned the mixing vessel, dispensing, sipper, and vacuum nozzles. He performed a successful precision test, calibration, and qc. The investigation is ongoing.

Manufacturer narrative:
After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.